Event description:
It was reported that a unspecified issue occurred on a homechoice device during peritoneal dialysis therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Full functional testing, electrical safety testing, calibration and simulated therapy were performed and passed with no issues noted. During the device evaluation, a low drain volume alarm and a check patient line alarm were identified in the review of the event history logs. The cause of the alarms could not be determined. Should additional relevant information become available, a supplemental report will be submitted.